Manufacturer narrative:
At this time product has not yet been returned, and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre sensor kits was reviewed and the dhrs showed the fs libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer reported that her adc freestyle libre sensor detached after less than a day of wear, due to bumping against something. The customer further reported that she "had to receive medical assistance due to her glucose raising while she was not wearing a sensor". No further details were reported, as the customer ended the call before troubleshooting was complete. Based on the information received, there was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The phone number is an erroneous placeholder for successful electronic submission of the MDR. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that her adc freestyle libre sensor detached after less than a day of wear, due to bumping against something. The customer further reported that she "had to receive medical assistance due to her glucose raising while she was not wearing a sensor". No further details were reported, as the customer ended the call before troubleshooting was complete. Based on the information received, there was no report of death or permanent impairment associated with this event.